Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# unknown, implanted: 2011-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient was implanted on (B)(6) 2011 with two implantable neurostimulators (ins). It was noted that after implantation the right body tremble and stiffness were improved. It was noted that it was not obvious on the left side however. Patient went to the hospital for re-checking with MRI on (B)(6) 2012. It was noted that the healthcare professional thought the lead was displaced. The patient¿s old lead was explanted and re-implanted with a new lead on (B)(6) 2013. Additional information was requested but had not been received as of the date of this report.